Event description:
The customer reported a tandem mobi cartridge alarm, and there was no adverse impact to their blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which successfully completed, allowing the customer to reload the original cartridge and resume insulin therapy. The issue was resolved.